Event description:
The procedure was a laparoscopic hernia repair. Reportedly, internal parts of the trocar fell into the pt's abdomen. The surgeon retrieved a spring and a plastic piece from the abdominal cavity. The surgeon believes all parts were retrieved.